Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 500 mg/dl. Customer stated that she has been running high all day. Customer stated that the insulin pump alarmed low battery, customer changed the battery several times. The insulin pump finally shut off after the last battery replacement. Customer woke up sick and went to hospital. Customer was vomiting. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.